Manufacturer narrative:
Samples were serum, no sample issues were noted. Qc data was acceptable. Other chemistries were not affected. No instrument error messages were noted. Customer changed the sample probe, flushed the reagent probe, and wiped off the mixers. Service was not dispatched for this event. As of 02/01/11 the customer had not called back about the issue. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic magnesium results generated by the synchron cx9 alx analyzer for two patients. The original samples were repeated twice. The results were not reported out of the lab. Patient treatment was not affected.